Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was reported. The sensor was inserted into the abdomen on (B)(6) 2024. The skin was cleansed with an alcohol pad prior to sensor insertion. On(B)(6) 2024, the reaction consisted of a rash with blisters, and an infection under the entire sensor patch adhesive. She had itching and burning sensations in the area. The event occurred 7 days after sensor insertion on the abdomen. She consulted a healthcare provider (hcp) on an unspecified date who prescribed doxycycline pills to be taken once per day. She started taking the pills on (B)(6) 2024. After treatment she recovered. No additional patient or event information is available.